Event description:
Same case as MDR ID: 2134265-2015-02538. It was reported that balloon rupture occurred. Vascular access was obtained via femoral artery utilizing an antegrade approach. The 100% stenosed target lesion was located in the severely calcified anterior tibial artery. After a sheath was inserted, a guide wire was crossed to the lesion. Subsequently, a 1.5mm x 20mm x 142cm coyote¿ es balloon catheter was advanced for dilation. However, on the second inflation at 5 atmospheres for 8 seconds, the balloon ruptured due to severe calcification. The device was completely removed from the patient and the device was exchanged to another 1.5mm x 20mm x 142cm coyote¿ es balloon catheter. However, on the first inflation at 6 atmospheres for 10 seconds, the second balloon also ruptured. The device was completely removed from the patient. The procedure was completed with dilatation of an nc coyote balloon catheter. No patient complications were reported and patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote es balloon catheter. There was contrast in the inflation lumen and balloon and blood in the guidewire lumen. The balloon was loosely folded. The distal tip was damaged. Microscopic examination of the balloon did not reveal any tears or damage. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device to rated burst pressure for 5 minutes. The catheter maintained constant pressure and there was no indication of any leaks or other irregularities. Microscopic examination presented no damage or irregularities to the markerbands. Inspection of the remainder of the device revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-02538. It was reported that balloon rupture occurred. Vascular access was obtained via femoral artery utilizing an antegrade approach. The 100% stenosed target lesion was located in the severely calcified anterior tibial artery. After a sheath was inserted, a guide wire was crossed to the lesion. Subsequently, a 1.5mm x 20mm x 142cm coyote¿ es balloon catheter was advanced for dilation. However, on the second inflation at 5 atmospheres for 8 seconds, the balloon ruptured due to severe calcification. The device was completely removed from the patient and the device was exchanged to another 1.5mm x 20mm x 142cm coyote¿ es balloon catheter. However, on the first inflation at 6 atmospheres for 10 seconds, the second balloon also ruptured. The device was completely removed from the patient. The procedure was completed with dilatation of an nc coyote balloon catheter. No patient complications were reported and patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).